Event description:
It was reported that a patient had an infected plate. Type of infection is unknown. The patient was implanted with a plate on (B)(6) 2013. Sometime after that he developed an infection and the plate had to be explanted. Date of explant unknown. The patient will be implanted with a new plate sometime in (B)(6) 2013. This report is for an unknown quanity of unknown screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event: unknown. Add'l info: this report is for an unknown quanity of unknown screws/unknown lot. Explant date: unknown. PMA/510(k): unknown. Device was used for treatment, not diagnosis. Placeholder.